Manufacturer narrative:
Section h6 - medical device problem code: corrected. Manufacturer¿s investigation conclusion: the reported event of a high priority alarm audio was able to be confirmed through the submitted video; however, the cause of the audio was not able to be conclusively determined. The centrimag console (serial number: (B)(6)), centrimag motor (serial number: (B)(6)), and mag monitor (serial number (B)(6)) in use during this event were not returned for further evaluation, and no log files were submitted for review. Provided information indicated that the only the on battery (b6) alert was noted at the time of the event. It was noted that the mag monitor screen turned black when it was unplugged and therefore no other visual alert/alarm indicators were noted. The root cause of the reported event was not able to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation console ((B)(6)) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) table 13 entitled ¿console alarms and alerts¿ addresses how to properly interpret and troubleshoot all system alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the customer was getting a high priority alarm for an alert. It was a high priority alarm when just on battery alert was noted. The monitor also turned black when it was unplugged. This was sent to bio-med, there was no patient affected. The monitor turned black when they unplugged the power source so they were not able to see a visual alarm.

Event description:
As of 10jan2025, there was no intention to return devices for evaluation. Log files would not be available for evaluation, as log files can only be extracted from a monitor attached the to the centrimag console. Once the console was turned off it could only be extracted by engineering.

Manufacturer narrative:
B5 narrative information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.